Event description:
In late 2008, the patient reported that the down button of her infusion device is not functioning properly and it does not respond to button presses. She noticed this today and she stated that this explains elevated blood glucose she experienced over the past 5 days. She stated that two days prior at 12:00 am, her blood glucose measured 214 mg/dl and she bolused 8 units of insulin. The day prior to original date at 12:00 am, her blood glucose measured 215 mg/dl and she bolused 5 units of insulin. This morning at 9:30 am her blood glucose measured 252 mg/dl and she bolused 8 units of insulin. She believes she may not have received the boluses due to the malfunctioning button. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.